Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the heartstart mrx display screen was broken and wanted to send it in for repair. There was no pt involvement.